Event description:
Device report from synthes reports an event in germany as follows: it was reported that on (B)(6) 2023, the user tried to install the syringe set during an operation. The white syringe could be easily mounted on the 3-way tap, but the blue syringe could not be. It was attempted two times by the healthcare professional, and then by the sales representative. When the sales representative tried, it worked without problems. There was no patient harm, and the surgery was delayed by approximately 30 minutes. The cement had been prepared per recommendations. Mixing time was around two to three minutes, and the time between mixing and setting was seven minutes. The storage temperature of the cement prior to use was four degrees in the fridge then 20 degrees in the operating room. A total of two items were used. This report involves one vertecem v+ cement kit. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part # 07.702.016s, lot # 3a53581, manufacturing site: werk selzach logistik, release to warehouse date: 17.jan.2023, expiration date: 01.jan.2026, supplier: (B)(4). Visual analysis of the returned sample revealed that vertecem v+ cement kit was found unopened. All the seals remained intact and there are no signs of opening attempts. Therefore, the investigation could not draw any conclusions about the returned device since it does not represent the reported complaint condition. A dimensional inspection was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the vertecem v+ cement kit would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.